Event description:
Customer reported problems with the insulin pump and sensor error. There blood glucose reading fluctuates from 150 mg/dl to 300 mg/dl. Customer gave too many calibrations due to the sensor readings were not accurate. Customer stated that she was hospitalized due to hypoglycemia. Furthermore, customer was involved in a car accident in 2010 due to low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81153 and 3004209178-2014-85270.